Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the source of the water leak to be from the uv light hose fitting. As the hose fitting required replacement this allowed water to leak from the unit onto the floor. The technician replaced the hose and fitting, tested the system 1e processor, and confirmed the unit to be operating properly. The unit was manufactured in 2012 and is under steris service agreement. No additional issues have been noted.

Event description:
The user facility reported that the system 1e processor was leaking water. No injuries were associated with the reported event.